Event description:
It was reported that the device that could not be interrogated. The patient was asymptomatic. The device has failed to pair with both rf and inductive transmitters. No emi source present and no surgeries or MRI scans were reported. However, it was noted that previously the patient was shocked form an outside source and was suspected that the telemetry issues may be the caused by interference form that time. The device was successfully explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
No conclusion code available; the reported field event of device interrogation failure was confirmed. The failure was caused by high current drain found in an integrated circuit component, which caused accelerated battery depletion. A longevity calculation was performed and found that the battery was depleted prematurely.